Event description:
The device was used in an attempt to defibrillate a pt. The device reportedly gave a continuous connect electrodes alarm and use of the device was inhibited. The staff tried three different sets of defibrillation electrodes. Another defibrillator was made available and used. The pt's outcome was described as "ok".

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicate or confirmed. The root cause of the reported problem was not determined.